Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without receiving a prior low battery alert. The patient's blood glucose at the time of incident is unknown; however, she did experience recent blood glucose values in the mid-200 mg/dl range. During troubleshooting the customer stated that the insulin pump was slightly worn down. The customer had also experienced a power loss alarm. A replacement battery cap will be sent to the customer. The insulin pump will not be returned for analysis.